Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The rope comes out [but the tampon stays in me] [device breakage] [the rope comes out] but the tampon stays in me; the first time she sought medical attention with her family doctor to have the tampon removed [foreign body in reproductive tract] case narrative: on (B)(6) 2022, a spontaneous report was received from a consumer regarding a (B)(6) female who was being treated with playtex sport plastic (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the patient started use of playtex sport plastic. On an unspecified date, after inserting the product, the consumer experienced the rope came out (also reported as pulled out) but the tampon stayed in her. She never had this happen to her before. On an unreported date, she went to her family doctor to have the tampon removed. On a unspecified date, after inserting the product not as far up as the first tampon she used, the sting pulled out and the tampon stayed in her again. She was able to remove the tampon herself without having to go back to the doctor. As of 08-may-2022, she did not know if she would use the product again as she was afraid the string would pull out again. No additional information was provided.